Event description:
Infusion of reopro infused approximately 200cc in approximately 30 minutes vs. Over 24 hours. When the pump was stopped, the infused continued until the tubing was clamped off. When the pump door was opened, the hosp noted some slack in the tubing. The pt involved suffered no injury; however, pt did require monitoring.